Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036134 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1036134 and test base part number 190-430 / lot 1036134. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036134 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Event description:
The customer reported a false positive result with the ID now covid-19 assay with a rp2 film array was performed on (B)(6) 2021 on a directly tested swab. Confirmation testing was performed using a rt-pcr covid-19 sur genelead viii diagenode which generated a negative result. Swab type used for confirmation testing was not provided. The customer stated that the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No further information regarding this event was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.